Event description:
(B)(4). After getting this device, I started to bleed for two weeks-three weeks at a time(menstration). I started having backpain, lower pelvic pain especially on the right side, inability to think properly, numbness in my limbs, and joint pain. There were days when I couldn't walk. I was always tired and fatigued. I missed a lot of days at work because of this. I ended up having to get s hysterectomy to removed the coils because the coil perforated my uterus. The coils created way too much scar tissue which caused my right ovary to stick to my uterus so it had to be removed too.